Event description:
It was reported that the patient presented for an unrelated ablation procedure. Post procedure, the device's longevity decreased by half. The device was interrogated the next day and its longevity returned to normal. There were no patient consequences.